Event description:
Hospital personnel had treated a patient in cardiac arrest; the patient was successfully resuscitated. During transport of the patient to ICU the device lost power. The reporter stated a back up device was readily available and used to continue the transport. The reporter stated there were no adverse affects to the patient as a result of device operation.